Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient having difficulty charging and was not able to get full charged due to ipg migrated. Database analysis showed charge profile shows signs of poor charger to ipg coupling that suggests a poor ipg depth or orientation. The ipg reveals no anomalies. It was also noted that the patient experienced inadequate stimulation and patient stated that the device that was implanted nicked a nerve root that caused intolerable pain. The patient was hospitalized for four days. The patient was reprogrammed and was able to get coverage.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient having difficulty charging and was not able to get full charged due to ipg migrated. Database analysis showed charge profile shows signs of poor charger to ipg coupling that suggests a poor ipg depth or orientation. The ipg reveals no anomalies. It was also noted that the patient experienced inadequate stimulation and stated that when the device was implanted the physician nicked a nerve root causing intolerable pain. The patient was hospitalized for four days. The patient was reprogrammed and was able to get coverage.